Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data was evaluated and the allegation was confirmed. The probable cause of the signal loss could not be determined. In addition, a transmitter failed error was found within the investigation window. The reported event of signal loss is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.